Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During evaluation by a philips field service engineer (fse), it was noted that there was an intermittent battery cable connection. There was no patient involvement.